Event description:
The report received from the affiliate indicated that during a coil embolization, the physician was not satisfied with the shape of the orbit rdfl complex standard coil and during re-positioning the coil became stretched. The device was successfully removed and another coil was used to complete the procedure successfully. There was no reported patient injury. The target lesion/aneurysm was a posterior communicating artery (pcom). The aneurysm size was 12 mm. And the neck was 6 mm. Neck re-modeling was not used. It was unknown what microcatheter (mc) was used. An adequate continuous flush was maintained to the mc at all times. The mc was re-shaped using a mandrel. There was no resistance/friction between the guidewire and mc while accessing the target lesion or during advancement through the mc. No other coils were advanced through the mc prior to the reported product issue. There were no kinks or bends noted in the mc that may have contributed to the event. After the stretching was observed the coil was withdrawn into the mc without difficulty and was still attached to the delivery system.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization, the physician was not satisfied with the shape of the orbit rdfl complex standard coil and during re-positioning the coil became stretched. The device was successfully removed and another coil was used to complete the procedure successfully. There was no reported patient injury. The target lesion was a 12mm posterior communicating artery (pcom) aneurysm with a neck of 6mm. Neck re-modeling was not used. It was unknown what microcatheter (mc) was used. An adequate continuous flush was maintained to the mc at all times. The mc was re-shaped using a mandrel. There was no resistance/friction between the guidewire and mc while accessing the target lesion or during advancement of the orbit coil system through the mc. No other coils were advanced through the mc prior to the reported product issue. There were no kinks or bends noted in the mc that may have contributed to the event. After the stretching was observed the coil was withdrawn into the mc without difficulty and remained attached to the delivery system. The product was returned for inspection. One non-sterile trufill dcs orbit was received coiled in a plastic bag, several kinks were found along the hypotube; no other anomalies were noted. The introducer was not received. The embolic coil and gripper were inspected under the microscope and the embolic coil was found a little stretched while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the nature of the complaint, the reported positioning difficulty could not be evaluated; however, aneurysm position, characteristics, and neck size along with coil selection may have contributed. The unraveled stretched coil was confirmed with analysis. The cause of the event and kinks on the returned device cannot be conclusively determined; however, the analysis and the device history records review indicates that the device did not present any obvious indication of manufacturing defect or anomaly contributing to the reported event. It is possible that procedural factors and device manipulation may have contributed to the event. The records indicate that the device met specification prior to shipment; additionally inspections are in place to prevent these types of damages leaving from the facility; therefore, no corrective action will be taken at this time.